Manufacturer narrative:
(B)(4). Photographic analysis: four pictures were provided; picture one shows tissue with jaws over a staple line. The staple line can be seen complete. Due the quality of the picture it is not possible see the condition of the staples. Pictures two, three and four shows tissue with a staple line on it. It appears as if there are three missing staples from the staple line, the staples are noted with the proper formed shape. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4) batch # r58t7l. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with six gst60t cartridge reloads present. The cartridges were received sterile. The device was tested for functionality in the straight position with the returned cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: - picture 1 - show 2nd firing with malformed and missing staples on the tissue bed and tissue exposed from the buttress/seamguard material. This is where surgeon reported seeing brown or what looked like enteric content. - picture 2 and 3 - show the initial staple line with missing staples . Jjm rep have also been in contact with surgeon today to inquire about the recovery of his patient. His patient is febrile and tachycardic today and he is due to complete a scan to review for leaks and or issues in the abdomen this afternoon. Further information to be obtained. Additional information was requested and the following was obtained: -this was a sleeve gastrectomy procedure, as the surgeon mentioned there was brown/enteric contents. Usually brown contents would indicate that it involves intestinal/bowel tract not just the stomach? Is there any further information in regards to the brown content that the surgeon have noticed? No further information regarding this. They did do a methylene blue leak test intraoperatively with no leaks seen. -were you able to obtain the information from the surgeon in relation to the patient¿s scan last friday? No leak found on the scan. -as the tissue was already thick, was there a reason why the surgeon used seamguard on both sides? ? Not sure how we know the tissue is ¿thick¿ and do not have a definition for what ¿thick¿ means in measurement but regardless dr uses seamguard routinely to support the staple line . -what is the patient¿s current condition? Patient was discharged home over the weekend. Photo evaluation in progress.

Event description:
It was reported that during a sleeve gastrectomy procedure, 1st firing formed with missing staples evident - gst60t with seamguard on both sides. 2 firing - gst60t with seamguard on both sides articulated on 45 degrees; started but the gun sounded as if it were ¿loading¿ with a force then could identify staple legs coming out from the specimen side during firing. When opened off tissue malformed staples and brown contents observed from patient side. Surgeon swapped gun to new plee60a and green and continued. New gun made loading sounds but not observed to misfire like the second firing. Over sewed section where staple misfiring occurred and also applied tiseel.